Event description:
It was reported that prior to the start of a da Vinci-assisted surgical procedure, the Clinical Sales Representative (CSR) contacted a Technical Support Engineer (TSE) and reported that the customer shared a picture with her where the fiber port on the console was pulled out. The customer only had one console with this system. The procedure was aborted with no patient involvement.

Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that the replacement blue fiber cable resolved the issue. After connecting both ends of the cable and powering on the system. The system was verified and ready to use.This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.